Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room due to blood glucose level of 590 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the pump's usb port was damaged resulting in difficulties charging the pump and the pump subsequently shutting off. Customer reverted to an alternate method of insulin.